Manufacturer narrative:
The reporter¿s phone number and complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all tests and no failures were identified. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device did not work as normal and was getting too hot after being in use for several minutes. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that in addition to the initial malfunction reported, the device also had a functional issue and the motor could not connect with the blade device. It was further reported that the event occurred before use on a patient and did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the event occurred on (B)(6) 2016. The blade device has been added in the concomitant medical products section. The reporter¿s name and address was provided. The reporter¿s phone number was not provided. All of the information has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.